Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited intermittent loss of capture. It was suspected that this was due to a microdislodgement. The rv output was increased to maximum values and full capture was regained. A revision procedure to reposition the rv lead was done. This device remains in service. No additional adverse patient effects were reported.